Event description:
It was reported that this was a venotomy closure of the common femoral vein with prostyle devices using the pre-close technique prior to an interventional atrial fibrillation ablation procedure. Reportedly, the first device deployed successfully. However, with the second device, a cuff miss occurred since no suture or link was found upon plunger removal. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large bore sheath, and the atrial fibrillation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.